Event description:
It was reported that the stent failed to expand. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 6x100, 130 cm eluvia self-expanding stent was selected for use. The stent delivery system was difficult to advance through a heavily calcified lesion due to increased friction and vessel rigidity. During the procedure, the stent was deployed as intended. However, complete expansion was limited due to severe calcification and subintimal placement. The stent system was removed, and the procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).